Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that they were trying to do reset with a new battery but the screen still was with horizontal line. The customer did the bolus with the contour. So it was not an emergency during the night and the father prefers receiving the pump by mail. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank solid white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify led anomaly due to display anomaly.